Manufacturer narrative:
This complaint is deemed FDA MDR reportable based on the established reporting precedence for the removal of a permanent evolution stent. The device involved in the complaint was not available to be returned for evaluation. With the information provided a document based investigation was carried out. Information provided confirmed that the lockwire was removed completely prior to removal of delivery system and the stent was fully expanded prior to removal of the delivery system. Input from engineering personnel indicated this complaint event may involve the stent crown not fully releasing from the delivery system following deployment however, as the device was not returned this possible cause cannot be confirmed. There was no ev0-20-25-12.5-e device of lot c868974 in stock at the time of the investigation. A review of the manufacturing records for ev0-20-25-12.5-e of lot cb68974 did not reveal any discrepancies that could have contributed to this issue. Prior to distribution evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. As per the instructions for use, this device is used to maintain patency of malignant esophageal strictures and/or to seal tracheoesophageal fistulas. The stent is not intended to be removed and is considered a permanent implant attempts to remove stent after placement may cause damage to esophageal mucosa. As per the instructions for use, the user is instructed as follows: step 4 "confirm desired stent position fluoroscopically and deploy stent by removing the red safety guard from the handle. Step 5 continue deploying stent by squeezing trigger. Note. Each trigger squeeze will deploy stent by an equal amount. Step 10 when stent point of no return has been passed; pull safety wire out of delivery handle near wire guide port. Step 11 continue deploying stent by squeezing trigger. Step 12 after deployment, fluoroscopically confirm full stent expansion. Once full expansion is confirmed introduction system can be safely removed." From the information provided the patient did not experience any adverse effects due to this occurrence. The stent was completely removed from the patient. The customer complaint could be confirmed based on customer testimony. As the device was not available to be returned, the cause of the complaint could not be conclusively determined. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Stent deployment on the (B)(6) 2014 in the targeted area (over the goj) as per IFU. After stent deployment the delivery system was removed from the pt, then there was an x-ray to see stent position and it wasn't visable. Then nurse spotted it was hanging out of the throat and mouth. Stent was manually removed. The pt returned on the (B)(6) 2014 for another attempt to stent over the goj. Reference related reportable event 3001845648-2014-00031. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.